Event description:
It was reported that at 402,262 joules and 52:15 minutes of use the procedure was prematurely stopped because the unit was starting and stopping and the fiber was firing from the end and from the side. The machine gave a laser fiber overpowered message. No patient outcome information available.

Event description:
It was reported that at 402,262 joules and 52:15 minutes of use the procedure was prematurely stopped because the unit was starting and stopping and the fiber was firing from the end and from the side. The machine gave a laser fiber overpowered message. The tip of the fiber was not cleaned. There was no patient injury.

Manufacturer narrative:
Adverse event/product problem corrected to reflect procedure being aborted and forward firing initially reported in event. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of device revealed the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap bevel edge and the metal cap are not aligned. The glass cap is protruding from metal cap. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture and loose glass cap in metal cap. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of device was assigned to this investigation.